Event description:
It was reported that the subject device had flashing front panel lights. The issue had occurred during service maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: the 12 o'clock socket scope indicator was stuck in. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flashing front panel lights was due to the 12 o'clock socket scope indicator was stuck in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.